Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old patient in acute myocardial infarction cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported while on impella cp support, the impella alarmed for "impella in aorta". The impella was attempted to be repositioned by medical staff with echocardiography but the pigtail was unable to be advanced through the aortic valve. The patient was hemodynamically stable and already weaned from catecholamines, so the decision was made to explant the impella device.